Event description:
"Per customer's statement on repair authorization form " needs sharpened & repaired". Reference repair order: (B)(4). Customer further stated concern "not closing completely and releasing while cutting tissue" as well as " not being able to release from tissue". Reference e-complaint-(B)(4).

Manufacturer narrative:
Ref e-complaint-(B)(4). Investigation: x-review DHR. X-inspect returned samples. Analysis and findings: the returned instrument was sent back as a repair item. The returned instrument was reviewed by a service and repair technician and found in need of sharpening (see repair order (B)(4)). A review of 2 year complaint history shows some similar complaints on file. A review of the DHR (194053) did not find any abnormalities. The instrument is purchased from a supplier and is packaged at coopersurgical. At coopersurgical incoming inspection, each instrument is functionally checked for a proper cut using simulated issue (2 mil plastic). This particular instrument was shipped to the customer in march 2017. The reported complaint condition is attributed to normal wear from use. *correction and/or corrective action the instrument was sharpened, cleaned and lubricated. The instrument met quality requirements and was released back to the customer. *was the complaint confirmed? Yes. *preventative action activity: monitor and trend to cip.

Manufacturer narrative:
The complaint condition reported is currently under investigation. A follow - up report will be filed once the investigation has been completed and the findings are available. (B)(4).

Event description:
"Per customer's statement on repair authorization form " needs sharpened & repaired". (B)(4). Customer further stated concern "not closing completely and releasing while cutting tissue" as well as " not being able to release from tissue". (B)(4).